Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom of air in line alarms was confirmed through a review of the event history log. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. The device has been serviced within the last 12 months on 01/22/2018. The current reported problem of air in line alarms does appear as a repeat symptom within the past 12 months. The upstream sensor was replaced during the last service and a review of the prior service record indicates that all service actions were completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarms. There was no patient involvement. No additional information is available.